Manufacturer narrative:
D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
The complainant reported a visible break in the power cord insulation. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No issues related to the ac power cord were identified, and no other problems were detected. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.